Event description:
Customer called to report a fluid leak near the reagent bulkhead (area for the reagent tubing connections) of the unicel dxh 800 coulter cellular analysis system. The leak was observed while running specimens. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and discovered that the fitting for waste #1 was loose on waste manifold mf342. The improper sealing allowed some waste fluid to seep past the fitting. The volume of leak on the floor was small and the seepage was contained per local laboratory spill containment procedures. The fse tightened the fittings on mf342, and the area was cleaned and decontaminated. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak is attributed to a loose fitting on mf342 for waste #1. The issue was resolved with the services provided by the fse. Customer has not called back to report any further issues relating to this event. (B)(4).